Event description:
It was reported that the system was unable to produce fluoroscopic images. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray monoblock was replaced during the service call. The system was tested and found to be working as intended and put back into service.